Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-06742. Concomitant medical products: unknown natural knee femoral stem extension, unknown natural knee tibial tray. Radiographic inspection revealed a locking screw was floating loosely within the joint space. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a revision procedure due to instability and disassociation of femoral stem extension locking screw. Attempts have been made and additional information on the event is unavailable.